Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) had a hole in the balloon. Another unknown mynxgrip was opened and used, and the procedure completed. The device was properly stored and opened in a sterile field. The user is trained to the device. The device will be returned for analysis.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6/7f mynxgrip vascular closure device (vcd) had a hole in the balloon. Another unknown mynxgrip was opened and used, and the procedure completed. The device was properly stored and opened in a sterile field. The user is trained to the device. Additional information was requested but not provided. One non-sterile mynxgrip vascular closure device, 6/7f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed the shuttle was engaged to the black handle, while the stopcock was closed. A cordis mynx syringe was attached to the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant was in the manufacturing position, and the advancer tube was also in the manufacturing position. No additional anomalies were observed during this visual analysis. The inflation/deflation test could not be performed due to a longitudinal tear observed in the body of the balloon, which prevented proper inflation. A high magnification evaluation was performed to assess the balloon surface. This inspection revealed a longitudinal tear located on the body of the balloon. A review of the manufacturing documentation associated with lot: f2502203 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿balloon loss of pressure¿ was observed through analysis of the returned devices since a longitudinal tear was noted on the balloon surface. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.